Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.

Event description:
Consumer states that her seat is cracked. She sat on it this weekend and received a pinch and did bleed a little bit .